Event description:
One patient with discrepant beta hcg results. Initial result 0.268 mlu/ml. Same sample repeated three times gave 268.7 (diluted 1:20), 284.7, and 267.3 mlu/ml (diluted 1:20). Initial result was not reported. The field service representative was unable to determine root cause. Performance test performed which were within specification.